Event description:
The device had a slit in the sheath near the hub of the right helical passer. This was noticed when the product was removed from the packaging. There was not patient use. A second device was pulled and used successfully.